Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2023, fluoroscopy was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient was discharged in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and r-wave amp variation. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of high capture threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.